Manufacturer narrative:
Qn#(B)(4). Product usage when the alleged issue occurred is unknown. A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No functional inspection can be performed since the device sample is not available for evaluation. Failure mode could not be duplicated since it is unknown the reason why the threads are easily stripped when trying to attach adapters to flow meters. However, as an additional test, oxygen entrainment testing (tp-0041) was performed to 30 subassembly (p/n: 12136) production samples that were taken randomly from adaptors assembly line. During the testing & visual inspection no issues or discrepancies were found than can lead to the issue reported by the customer. From the lot# 74f1501020 provided by the customer, the finished good is ip-5035. The device history record of the product ip-5035 batch number 74f1501020 shows that part number 031-28 batch 74k1400942 was a subassembly of product ip-5035. The device history record of the product ip-5035 batch number 74f1501020 and product 031-28 batch 74k1400942 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Other remarks: both records show that the products were assembled and inspected according to our specifications. No conclusion can be established at this time. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the device sample becomes available this investigation will be updated with the evaluation results. Based on complaint trend with similar issues, a CAPA file #(B)(4) was opened. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Additionally, the personnel of the assembly line were notified and instructed to be aware of this issue.

Event description:
The customer alleges that the threads are easily stripped when trying to attach adaptor to flow meter. No patient injury or harm reported.